Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump returned an error alarm. The customer stated that the error alarm occurred during the fill tubing process. Blood glucose level was 130 mg/dl at the time of the incident. During troubleshooting, the customer was able to successfully prime the device and the self test was passed. The customer will not return the device for analysis.